Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. The bag fell into the patient and they had to retrieve it. There was no further consequence to the patient.